Event description:
Boston scientific received info that this transvenous right atrial lead had become dislodged within one day of implant. This was first recognized in loss of capture and then confirmed by fluoroscopy. There were no adverse pt effects associated with the unplanned surgical intervention that occurred.